Manufacturer narrative:
Additional information received: it was reported approximately 6 years post the index procedure that the patient underwent an intervention on to treat a type ia endoleak due to infrarenal neck dilatation where an endurant cuff was implanted proximally within the aneurrx main body. An endurant limb (etlw1620c124e, sn v04256542 ) was implanted to extend the length of the right aneurx limb. No endoleak at that setting. The physician just wanted more length. Film evaluation summary: the reported type ib endoleak was confirmed on the cts provided and was observed in the most distal device, the endurant ii stent graft limb etlw1620c124e. Although pre-implant cts and CT scans from earlier dates were not available for assessment of the patient's anatomy and to compare the stent graft configuration overtime, it is likely that disease progression over the 10 years since implantation was a contributory factor. No loss of seal/ endoleak noted in left limb stent graft. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that an intervention was performed to treat the type ib endoleak. The right hyp ogastric artery was embolized with five coils and an endurant limb was implanted within the existing limb covering the ostium of the right hypogastric artery and landed with the proximal right external iliac artery and the type 1b endoleak resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system was implanted during the endovascular treatment of a 76mm abdominal aortic aneurysm. It was reported approximately 16 years post the index procedure, follow up CT identified a type ib endoleak. Per the physician the cause of the type ib endoleak was anatomy related due to disease progression in the right common iliac artery. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.